Manufacturer narrative:
(B)(4). The device was not returned for evaluation. In this case it is possible that patient anatomy (friable artery), or user technique (user does not tighten the knot gradually as the large hole introducer sheath is removed) contributed to the reported difficulties; however a definitive cause cannot be determined. The reported treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device with a 6f sheath after a balloon angioplasty interventional procedure. Reportedly, during suture retrieval, it was observed that the device was not fixed to the artery. The suture came out with the proglide device when it was removed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.